Event description:
It was further reported that the device was explanted and replaced due to the rapid battery depletion. It was noted that the patient is taking part in the (B)(6) study.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the device had unexpected longevity showing a longevity estimate of 12 months only 16 months post implant. A review of the device¿s product performance data showed a marked current drain increase starting at the patient¿s six month follow-up visit with no clear cause. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed analysis of the returned device was inconclusive. Throughout the analysis, the device remained fully functional with nominal current drain. The cause of the premature battery depletion was not determined. No hybrid anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.